Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date is unknown, not provided, however a best estimate is between 12/4/2018 - 1/29/2019. (B)(4). The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) model zxr00 14.5 diopter was explanted. The patient requested the explant due to experiencing starbursts, halos and stars, post operatively. Via follow-up the customer confirmed there were no other complications and the iol was replaced with a model zct150 15.0 diopter lens. It was noted the explanted lens will not be returned. No additional information was provided.